Event description:
It was reported that during an unknown procedure, on an unknown firing, the clip did not form properly. The same device was used to complete the case. There was no adverse patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.